Manufacturer narrative:
Brake cams.

Event description:
It was reported by repair work order that the customer alleged that the stretcher popping out of brake position. Upon inspection of the unit by the service technician, it was identified that the brakes would not remain engaged due to broken brake cams.